Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by a defective drawer controller pcb and drawer 3.1 of the main unit. A field service engineer replaced the defective drawer, controller, and printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system kisk5t2 failed to power on and displayed a black screen, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care, since staff had to go to the next patient ward to retrieve the necessary medications for this ward. There were no adverse events or injuries reported based on this event.